Event description:
A healthcare facility in another country, reported via our distributor that an rt225 infant breathing circuit failed a ventilator leak test. No pt consequence was reported.

Manufacturer narrative:
An investigation is currently being carried out on the returned device. A follow up will be provided. A lot check revealed no other similar complaints for this lot number.